Event description:
The surgeon inserted a plate collamer lens model cc4204bf, diopter +24.0 the lens tore while advancing due to a plunger override. The lens was inserted and removed without pt injury.